Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU contains a warning that states, "do not allow anyone but a surgeon, physician's assistant or surgical assistant trained in the procedure to attach the outflow graft to the pump, as a loose graft connection may lead to bleeding and/or an air embolus." It also states,"warning! Do not use excessive force when tightening the clamp screw because this could damage the graft clamp or graft clamp screw and a loose connection may result in bleeding and/or an air embolus. Replace components if required." The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the outflow graft was torn while preparing the pump. The coordinator felt that the graft's quality was not as expected and exchanged it for a new one. There was no impact to the patient.

Manufacturer narrative:
Outflow graft with lot# 377287-8569 was returned to heartware for evaluation. Review of the manufacturing records confirmed that the associated outflow graft met all requirements prior to release. The reported event of "tear in the graft" was confirmed via visual inspection of the returned outflow graft, which revealed a tear at one end of the graft. The outflow graft passed functional testing since it could be attached to the outflow conduit of the pump without issues. Heartware has initiated an investigation which is currently investigating events related to outflow graft damages. Based on the investigation conducted, the most likely root cause of outflow graft tears has been attributed to design issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.